Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10e09032, h10d07096), with no defects noted.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed peritonitis, which required hospitalization on (B)(6)2010. A peritoneal effluent culture, performed on an unreported date in (B)(6)2010, revealed (B)(6). It was not reported whether the patient received remedial treatment. On an unreported date in (B)(6)2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy. Regarding the suspected cause of the peritonitis, the nurse commented that the patient's catheter was colonized with bacteria.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.